Event description:
The philips representative reported that the unit failed to power up during the shift check. This event is a foreign country, optical switch plate reporting incident which prevented the device from powering on and which is related to the incidents discussed with FDA representatives on 01/14/2009.

Manufacturer narrative:
The philips representative reported that the unit failed to power up during the shift check. The philips distributor evaluated the device. The symptom was verified. The issue was localized to the energy select switch assembly.